Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the day after the dental implant was placed in ada site 5 in the mouth, it was removed from type iii bone. Clinician noted patient will be getting braces. Once they are removed, another implant will attempt to be placed. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that the day after the dental implant was placed in ada site 5 in the mouth, it was removed from type iii bone. Clinician noted patient will be getting braces. Once they are removed, another implant will attempt to be placed. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).